Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip, scratched screen, and cracked case near the display window corners. No moisture damage noted on the electronic assembly.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 320 mg/dl, and she treated with the insulin pump. During the call, the caller state that she was hospitalized several years ago with diabetes ketoacidosis and high blood glucose over 600mg/dl, but the customer does not think it was due to the insulin pump. She may have caught something like flu. No further information was provided.